Manufacturer narrative:
Investigation found that impact bent platen causing pump's door to not close properly. Platen was replaced to resolve issue.

Event description:
Info received indicates that pump's platen door bent causing pump to not close properly.